Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received unspecified alarms during the night. There was no reported impact to the customer's blood glucose level. Troubleshooting was unable to be performed with tandem technical support as no additional information regarding this event was provided.

Manufacturer narrative:
.